Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted device was not returned due to hospital policy.